Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized prior to death. It was not reported if pd therapy was ongoing until the time of death. The cause of death was not reported. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). It was reported that a patient experienced septic shock and subsequently passed away coincident with peritoneal dialysis therapy. The cause of the septic shock was not reported. The patient had been hospitalized sixteen days prior to passing away, but it was not reported if the patient was hospitalized at the time of death. Treatment for the septic shock was not provided. Treatment for the events leading to hospitalization was not reported. It was not reported if peritoneal dialysis therapy was being performed with a baxter healthcare device and/or baxter healthcare solution(s) prior to or at the time of death. The cause of death was reported to be septic shock and it was not reported if an autopsy was performed. This complaint is for an unknown baxter transfer set. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.